Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 12/23/2016. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. Further information was requested regarding patient and device information and to return the product for analysis. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses the reported events as follows: precautions: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate a second operation.

Event description:
Reported as: the patient noted "I had my lap-band removed. I had this done because it was found that my port had flipped and I had severe pain on my left side, which turned out to be my spleen being enlarged almost twice it should be. Before and during this time, I was having complications when trying to eat. I couldn't keep food down and when it did go down, it got stuck frequently despite my chewing it to a pulp. Sometimes even liquid would come back up resulting in vomiting almost daily. I had a very slimy liquid start coming out of my mouth on several occasions for no reason at all. I lived mostly on liquid calories just to keep going. My doctor decided that the best thing for me was tot remove the band. It was not helping me to lose weight and was causing harm. My surgery to remove it took 5 hrs. It was attached to my liver and there was infection around the band site on the stomach. I had an open wound for ten weeks after surgery. I am still dealing with severe pain in my spleen and my doctor is trying to avoid talking it out, but it is not functioning properly and I am very susceptible to illness because my immune system is compromised."